Event description:
A customer reported that their pump screen was not turning on. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting steps, including checking power sources and led indicators, the issue persisted, leading technical support to decide on replacing the pump. The pump was out of warranty, but the customer showed interest in obtaining an out-of-warranty loaner pump, prompting the creation of a related case.